Manufacturer narrative:
Updated sections - d10, h3, h6, h10. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be fully extended and retracted. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13306. It was reported that the right ventricular and right atrial leads had been dislodged. The patient was believed to have twiddler's syndrome. The leads were explanted and replaced, and the patient was in stable condition.